Event description:
It was reported that during the implant procedure, the implantable pulse generator (ipg) device was attempted, but not used. A new device was implanted instead. No patient complications have been reported as a result of this event.